Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/6 of automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt did disconnect/reconnect transfer set from the pt line of the homechoice set during a dwell cycle and didn't return in time for the following drain cycle. Baxter technical service center assisted in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident.